Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient changed their system controller by themselves after having 'connect to power' alarms. The system controller change was successful with no further alarms that occurred. Log files were submitted for review for the old system controller. The only other alarms captured prior to the driveline being disconnected are routine power cable disconnects so it appeared the low flow alarms are what caused the patient to exchange the system controller. The ¿connect to power¿ alarms occurred after the driveline was disconnected and occurred because power was removed from both system controller power cables.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of atypical power cable disconnect alarms and the clock not being set were able to be confirmed. The heartmate ii system controller was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 1 day ((B)(6) 2001 per timestamp). The controller clock was corrupted and was stuck on the value of (B)(6) 2001 at 01:00:00 for the duration of the log file; therefore, the exact date and times of the events were unable to be conclusively determined. Yellow wrench alarms were active due to the controller clock not set alarm. The controller recorded intermittent power cable disconnect alarms that were associated with a power source exchange due to power cable faults, occurring on the white power cable. The power cable disconnect alarm activated with these events as well. None of the atypical power cable disconnects occurred during power source exchanges. The driveline was disconnected at the end of the log file and the controller was shut off. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Multiple good faith effort attempts were made asking for the serial number of the system controller, if the reason for the exchange was due to the low flow alarms, what caused the clock to reset, and if the controllers have been resynced; however, no response was received. The root cause of the reported events was unable to be conclusively determined through this investigation. The device history records for the system controller were unable to be reviewed due to the serial number being unknown. Heartmate ii instructions for use section 2 entitled ¿system operations¿ and heartmate ii patient handbook section 5 entitled alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) section 4 "system monitor" explains how to set the system controller clock using the system monitor. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.